Event description:
The customer reported falsely elevated alinity glucose generated from alinity c processing module and provided the following data: on (B)(6) 2024 , sample ID (B)(6) initial test result is 11.22 mmol/l (202 mg/dl) and repeat result was 5.4 mmol/l (97 mg/dl). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Alinity c processing module serial (B)(6) was inspected and it was determined that the nozzle c4 #1, #4, #5 (rohs) required cleaning, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 (rohs) were identified.

Event description:
The customer reported falsely elevated alinity glucose generated from alinity c processing module and provided the following data: on (B)(6) 2024, sample ID (B)(6) initial test result is 11.22 mmol/l (202 mg/dl) and repeat result was 5.4 mmol/l (97 mg/dl). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.